Event description:
On (B)(6) 2014, the patient contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The patient reportedly noticed that the battery compartment was cracked during a routine battery change. The patient denied any damage to the battery cap. The patient denied any issues with power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to the case seal. Unrelated to the complaint, investigation revealed that the bolus button cover was missing.